Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
. It was reported that the device was alarming no message. It was resolved by using another pump. No patient injury was reported.

Manufacturer narrative:
Other text: h6, h10: no lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned cassette contained the blue clip and red plug. No other defects were found in the sample. During function testing the cassette was found to fully prime and connect without difficulty. No alarms occurred. Therefore, the reported problem could not be confirmed and the root cause could not be determined. A corrective and preventative action has been opened to address the reported issue.